Event description:
It was reported that fluid was leaking from the connector. The issue was discovered during pre-test. No patient involvement.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination. After visual inspection was performed to sample unit, no marks or stains were observed on tube surface, neither on reflux connector nor swivel connector. A leakage test on the sample provided was performed; samples presented leakage. Complaint was confirmed. Based on the sample provided, analysis conducted on physical evaluation and trend analysis for this failure mode, the root cause was traced to lack of solvent in connection (manufacturing). For corrective action, an awareness notification for failure mode was reported to the production personnel issued by the quality engineer; all mitigations were verified and confirmed executed accordingly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).